Event description:
Event description guidant received information that this (4473) right ventricular lead had dislodged, resulting in loss of capture. This was confirmed by chest x-ray. During the revision procedure the (4086) lead was positioned laterally, low in the ventricle, resulting in poor r wave measurements. The physician suspects that the poor measurements were due to a patient related condition. The 4473 lead was surgically abandoned.